Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not fire. The sheet says it was reprocessed however the account did not do reprocessing. They used another handle to complete the case.